Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 54313 was returned and analyzed. Visual inspection of the balloon catheter showed the device was intact with no apparent issue. The smart chip verification indicated the catheter was used for fourteen applications on the date of the event. The catheter passed the performance test as per specification. During the inflation and ablation phases, a kink was observed on guide wire lumen inside balloon segment. The dissection of the balloon catheter showed the guide wire lumen kinked inside the balloons. The pressure test did not show any breach at the balloons or the guide wire lumen. In conclusion, the reported guide wire lumen kink was confirmed through testing and failed the returned product inspection as a result. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the guide wire lumen of the balloon catheter appeared kinked on fluoroscopy. The balloon catheter was manipulated into different positions but the kink remained. The balloon catheter was replaced to resolve the issue. The case ended up being completed with radiofrequency. No patient complications have been reported as a result of this event.